Event description:
Patient noticed the infusion luer lock was cracked and was leaking insulin. Blood glucose was elevated when patient came home from school. Level of blood glucose and target blood glucose were not provided. Patient self-treated elevated blood glucose by changing the infusion set. The second infusion needle did not lock in place when it was pressed. Patient tried a third infusion set and that set worked as intended. Infusion sets were requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.